Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the anomaly observed in the field was confirmed in the laboratory. It was not able to communicate with the device via rf telemetry due to a crc error. Inductive telemetry functioned normally.

Event description:
It was reported that prior to implant the device exhibited no rf telemetry. The device was not implanted.